Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the physician had placed the left ventricular (lv) his bundle lead in the right ventricle septum and on echocardiogram post procedure it appeared to be almost across the septum. The physician was concerned whether it would end up in the left ventricle and electively removed the full implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.